Event description:
It was reported that during a laparoscopic hemicolectomy, when the optic was introduced, the operating room supervisor observed that the white ring within the trocar was loose, creating a gap and leakage when the optic was pulled back. The rigid nature of the ring prevented it from holding properly. To resolve the issue and complete the procedure, a new trocar of the same type with a different lot number was opened. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Two devices were available for evaluation. Visual inspection noted one obturator inserted into the cannula, prolonged insertion can cause the seals to become stretched. The obturator was removed and the duckbill seal and circular seal were stretched out. The cannula, obturator, seal housings, and stopcocks appeared intact. Functionally, the devices failed an air leak test. The seal housings were broken open to remove the circular seal to check for subassembly overall height. The measurements with calipers were within the acceptable criteria for both devices. It was reported that the white ring within the trocar was loose, creating a gap and leakage when the optic was pulled back. The reported issue was confirmed. The most likely cause was traced to a quality control deficiency. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.